Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4 and prolapse p2, flail and annular dilatation. The xtw clip delivery system (cds) was advanced to the middle of mitral valve and grasping was performed but was difficult and the clip became stuck on the anterior leaflet. The clip was re-positioned, and a successful grasp was achieved but mr appeared on both sides of the clip. The physician suspected a ruptured chord. Therefore, the physician thought two clips would be necessary to treat the patient and the xtw clip was not implanted. The xtw cds was removed and exchanged for ntw cds. Two ntw clips implanted, reducing mr to a grade of 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis, the reported leaflet grasping failure and difficult to remove from anatomy are the result of patient anatomy. A conclusive cause for the reported tissue damage cannot be determined. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported additional therapy / non-surgical procedure is the result of case specific circumstances as two clips were needed following the tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.